Event description:
Patient had reportedly worn the pod for 72 hours above her left breast. She reported there was drainage when she removed the pod, and that the infusion site appeared "red and inflamed". Patient reported that her blood glucose levels were not affected as a result of the event. In addition to the antibiotic cream, the patient's doctor also prescribed her antibiotic pills (keflex).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that patient went to the emergency room (ER) to have skin infection examined by a doctor. She stated the infection was located at the insertion site (where her pod was situated). The patient had worn the pod on her back for approximately 4 to 24 hours. According to the patient, the hospital was not familiar with the omnipod product. As treatment, the patient was prescribed antibiotic creams to apply on the skin infection. No further information was provided.